Manufacturer narrative:
The initial complaint did not indicate that an MDR would be required. However, the consumer stated in the cir received on 10/30/2019 that treatment was required. Based on the information received, aso opted to file an MDR. As of 11/26/2019 returned product and retained samples were submitted to the lab for testing in addition to review records of biocompatibility tests.

Event description:
On the initial report on 10/05/2019 consumer informed that upon removal the product tore her skin off causing three additional wounds. The completed customer information request (cir) received on 10/302019. Consumer stated that she sought medical attention. In addition, consumer stated that the issue was with the tape area.